Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula bent event on (B)(6) 2024. The blood glucose level was 383 mg/dl at the time of event, therefore the patient was treated with correction bolus via pump. No further information was available.